Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including unspecified illness, gastrointestinal issues, inflammation, eczema, fatigue, muscle pain, joint pain, and itching. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2022. Upon explantation, the left-sided device was found to be ruptured. The event date was estimated as (B)(6) 2018 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 31-mar-2022, mentor received additional information regarding the patient¿s symptoms. The patient experienced brain fog, hearing problems, sinus infection, gastroesophageal reflux, burns, bruising, and breast asymmetry. On 8-apr-2022, mentor received additional information regarding the patient¿s symptoms. The patient¿s symptoms were improved after the revision surgery. Manufacturer's reference number: (B)(4).